Event description:
It was reported that pump displayed malfunction code and customer contacted support for assistance. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted customer in successfully resetting pump, confirmed malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if any malfunction code appeared again, which caller acknowledged and understood.